Event description:
The customer reported that on (B)(4) 2012, an erroneous vitamin b12 (vit b12) result, above the normal reference range of the assay, was generated from an unicel dxl800 access immunoassay system for one patient sample. Upon repeat testing on the same instrument, the repeat vit b12 result was lower, within the normal reference range, and regarded as valid. The initial vit b12 result was released from the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. The patient's doctor questioned the initial result. The customer reported observing erratic quality control performance across multiple assays after the event occurred. A system check performed on (B)(4) 2012 failed to meet instrument specifications due to a poor percent coefficient of variation. Patient specific information, actual patient results and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the instrument aspirate probes and installed a modification kit to route the aspirate probe tubing. The fse executed two substrate decontamination protocols and adjusted ultrasonic voltages. The fse performed passing system checks and a passing high sensitivity system check within instrument specifications after repairs were complete. The fse also executed acceptable assay calibrations and quality control assessments. The instrument was returned back into operation after the completion of necessary and verified repairs. A definitive root cause has not been determined to date for this event with the data provided.